Event description:
It was reported the patient underwent surgical procedure to explant the entire scs system on (B)(6) 2014. The patient's scs system was explanted because the scs system never worked to her satisfaction.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.